Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient initially experienced implant size change on (B)(6) 2021 on the left breast and it was followed by the capsular contracture. Mentor also became aware that the patient's implants were replaced with the following: (left) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 9579283 sn: (B)(6) and (right) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 9579283 sn: (B)(6).

Manufacturer narrative:
On october 22, 2021, the mentor failure analysis lab received two devices with the same lot for evaluation. There was no indication on which device belonged to the left breast, so both devices were analyzed. On november 1, 2021, mentor received additional information indicating that the best estimate of the date of event was on (B)(6) 2021. On october 27, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 500cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. On november 4, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 500cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2021, mentor received additional information indicating that the patient's implant was replaced with an 800cc mentor moderate plus smooth silicone gel implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation, as part of a study, with two 500cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent implant explantation surgery on (B)(6) 2021.